Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier was unable to duplicate the customer complaint. The output power is within specifications. The unit as received was fully functional. The unit power supply required an update and was updated and retested. The unit was tested for 4 hours and observed without any failure. The unit passed on final acceptance test. No product failure indicated. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
E-mail received from the affiliate informed that: "the cmcv unit lost power output during surgery. The amount of coagulation was reduced and the malis units were turned up and still only small output. The bipolar instrument and cords were changed out and still the unit did not function properly. They switched to a conmed standard generator with the same instruments and the instruments worked. The cmcv unit looked at following the case appears to be working. Biomed also looked at the unit and it looks to be functioning. As this is a loaner unit they requested to swap out to avoid risk the same situation could occur. A new unit is now in place". Additionally, the affiliate informed that will let us know if there were any adverse consequences to the patient and/or delay in surgery greater than 30 minutes. (B)(6) no delay and no adverse consequences.